Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing discomfort due to device migration. Surgery was performed and the device was successfully repositioned. There were no adverse consequences following the surgery.